Manufacturer narrative:
(B)(4). The ge healthcare service representative found vacuum hoses that came with original shipment and configured the machines for use of the built-in auxiliary suction regulator.

Event description:
The hospital reported that, auxiliary suction regulator did not work. It was found that the customer received the correct configuration for their original machine purchase but the machines were not set up with the auxiliary suction regulator by the fe during the original installation.